Event description:
It was reported that on a (B)(6) child, the saturation was 100%. The signal disappeared for approximately 1 minute and when the signal returned the saturation was 57%. No alarm of the monitor. The monitor was changed and an independent oximeter was implemented. It was reported that defect of surveillance at the time of the hypoxie. The child spasmed. (B)(4).

Manufacturer narrative:
The alarm history log was not provided for analysis and thus, there's no information about whether or not, alarms have been posted during the sequence in question. The sensor equipment was not provided for analysis as the user could not identify the involved parts anymore due to continued use. The diagnostic log files do not contain any entry that would point to a technical error condition for the date and time of event. The patient monitor has been inspected by the local service organization in follow-up of the event which revealed contact problems of the multimed spo2 sensor connector on the monitor. With manipulation of a connected sensor at the plug, gaps in spo2 values or even complete disappearing of readings could be provoked. Furthermore, it turned out during investigation that an adult sensor was used for monitoring the child and that patient category "adult" had been selected at the monitor. There's no indication that would reasonably suggest a malfunction of the monitor beyond the observed contact problem of the spo2 sensor socket. Due to operator having discharged the patient the alarm history logs have been erased and, the reported missing of signal loss and spo2 low alarms could neither be confirmed nor denied. A reliable conclusion about the root cause for the user's observation can't be made on the base of available information. However, a reasonable explanation would be that the wear-and-tear problem of the monitor's spo2 socket has caused a signal loss. The user has selected a wrong patient category and a wrong sensor type for monitoring the patient - this can't be ruled out as a contributing factor for the reportedly missing "spo2 low" alarm upon signal recurrence. The monitor has been repaired and, no further problems have been reported. No patient consequences have occurred.

Event description:
Please see initial MFR. Report #1220063-2015-00012.

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.